Manufacturer narrative:
H10: the device was received for evaluation. A leak test of the dialysate side was performed and a crack in the welding zone was observed. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that just after starting treatment with a polyflux 170h, an external dialysate leak between the header and housing was observed. There was no patient injury or medical intervention associated with this event. No additional information provided.